Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Hospital staff reported via phone call that the customer was currently hospitalized due do diabetic ketoacidosis, and wanted to check the insulin pump's function. Blood glucose level at the time of the incident was 362 mg/dl. Caller reported that the insulin pump had a no delivery alarm. The customer was wearing the insulin pump at the time of the emergency room visit. The caller also reported that the customer had low blood glucose level of 36 mg/dl. Blood glucose level at the time of the call was 206 mg/dl. Caller reported that the customer was currently being treated in intensive care. The insulin pump was not replaced or returned for analysis.